Event description:
It was reported that the bd ultrasafe passive¿ needle guard safety device separated. The following information was provided by the initial reporter: syringe detached from nsd.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: bd could not confirm the reported condition.

Event description:
It was reported that the bd ultrasafe passive¿ needle guard safety device separated. The following information was provided by the initial reporter: syringe detached from nsd.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.